Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing "twitching" caused by the left ventricular lead. The patient was hospitalized and programming changes were made at a later date. The lead remains in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.